Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the healthcare provider (hcp) went to do a refill but noticed a motor stall alert. They confirmed that the patient had magnetic resonance imaging (MRI) a few weeks ago. Hcp was able to see a recovery log after reading pump again.  Reviewed pump being in telemetry mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.